Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that luxation of the iol in the vitreous cavity occurred after capsule rupture. No further information has been made available to rayner at this time. Rayner is liasing with its distributor in (B)(4) to obtain additional information to facilitate further investigation of this event. Our review of production records for the c-flex aspheric 970c iol batch 035e69091 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (march 2015) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 035e69091.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification of an event that occurred during use of a c-flex aspheric 970c iol. The event description provided states "luxation of iol in vitreous cavity after capsule rupture".

Manufacturer narrative:
(B)(4). The healthcare facility reports that luxation of the iol in the vitreous cavity occurred after capsule rupture. The c-flex aspheric 970c iol was immediately explanted by the healthcare professional. No further information on the event or the remedial action taken by the healthcare facility has been made available to rayner. The c-flex aspheric 970c iol was returned to rayner cut in half (presumably cut to aid explantation). Haptic breakage was also noted. The damage observed to the lens is consistent with damage caused during explantation. It is not possible to determine at what stage of the procedure haptic breakage occurred. The cause of capsule rupture and iol luxation in the vitreous cavity could not be established from the product inspection performed. The rayner risk analysis identifies explosive expulsion of the lens and intraoperative iol explantation as a result of implanting the lens in the incorrect configuration as possible causes of posterior capsule rupture. The cause of posterior capsule rupture and subsequent iol luxation of the iol in the vitreous cavity is not known by rayner and no causality assessment has been provided by the healthcare facility. There is no evidence to suggest a causal relation between the event and the rayner device. Our review of production records for the c-flex aspheric 970c iol batch 035e69091 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (march 2015) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 035e69091.

Event description:
On 16th september 2016, rayner intraocular lenses limited received notification of an event that occurred during use of a c-flex aspheric 970c iol. The event description provided states "luxation of iol in vitreous cavity after capsule rupture".